Manufacturer narrative:
Date of event: unknown. This report is for an unknown pdl inferior endplate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown date in 2012. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery sometime in 2012 for treatment with a prodisc-l (pdl) total disc replacement at unknown spine disc levels. Patient was implanted with one (1) unknown prodisc-l artificial disc replacement. Post-operatively, patient presented with decreased range of motion (rom), poly expulsion, loose inferior endplate component, and implant extrusion. Patient reported a new high level of pain after he felt a pop while bending down to tie his shoes. On (B)(6) 2018, surgeon removed the pdl implant. Revision surgery was complicated with challenging anterior access to remove the device. Scar tissue and challenging anatomy led to a significant amount of blood loss and less-than-ideal visualization and access to the pdl device. X-rays taken on an unknown date revealed the extruded pdl implant. All components were removed, no fragments were generated with no operative delay reported. Patient was revised with a non-synthes anterior lumbar interbody fusion (alif) and pedicle screw fixation (psf) implants. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant device: pdl inlay (part/lot unknown, quantity 1). This report is for an unknown pdl inferior endplate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected data: PMA/510k: this date was missed in the follow up medwatch report (B)(4) by error. This date in the report should be 7/16/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record (DHR) review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part no.: pdl-l-sp06s; lot no.: 7055826; manufacturing location: brandywine; release to warehouse date: december 07, 2012; no nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Expiration date: 10/2017. Investigation summary: visual (appearance not as expected) flow was chosen. The prodisc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. The complaint description stated that the patient reportedly required device removal due to pain and a loose inferior endplate component. One prodisc-l superior endplate (item pdl-l-sp06s lot 7055826), and inferior endplate (pdl-l-ip00s lot 7045382) were returned for analysis. An unknown inlay was also returned however no complaint was alleged against this component. As received condition- superior endplate the visual inspection noted the following; abrasions on the anterior surface edge, abrasions (2x) on the posterior edge and abrasions on the textured surface. The abrasions are unrelated to the complaint report condition. Inferior endplate the visual inspection noted the following; abrasions (2x) on the anterior surface adjacent to the slot corner, abrasions (2x) on the smooth surface towards the posterior side of the part and abrasions on the textured surface. The abrasions are unrelated to the complaint report condition. Drawing review- the drawings for the superior endplate, inferior endplate were reviewed. Visual examination did not reveal any design related issues. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the device review of exponent report: the devices were reviewed in exponent (18050901) report. This complaint ¿as received condition¿ was compared to the third-party evaluation by ¿exponent¿ and found similar conditions. The following were noted by exponent. The implants were returned with damage that is consistent with removal of the implants. Evidence of impingement on the perimeters of the devices. Mating marks consistent with impingement were observed on all components. Evidence of worn machining marks on the backside surface of the polyethylene inlay. The articulating surface of the polyethylene inlay has areas of discoloration with burnishing and multidirectional micro scratches. The snap lock of the polyethylene inlay appeared rounded when compared to a never implanted control. The received condition does agree with the reported condition as evidence of impingement was noted; however, the complaint cannot be definitively confirmed without x-rays. All of the device damage was determined to be post-manufacturing related. Dimensional inspection is not applicable due to the observed iatrogenic damage. For all prodisc l implants; complaint condition: implant migration/loosening. The complaint is adequately addressed by the risk assessment. A definitive root cause for the migration/loosening could not be determined. No design or manufacturing issues were identified during investigation which relate to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This information is now known. Catalog, lot, and UDI are now known. Corrected data: updated concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: unk - artificial disc replacement in (item number unknown, lot number unknown, quantity 1 each).